Manufacturer narrative:
Sunrise medical received an update that the end user will remain in the hospital possibly for several months. Arrangements to have the wheelchair returned to sunrise medical for a full inspection and evaluation have been made. Although the dealer was unable to provide any details about how the accident occurred or the type of injury/injuries sustained, sunrise medical has decided to file the MDR. There were no allegations of malfunction or defect made against the wheelchair. Upon completion of the wheelchair evaluation, a supplemental report may be filed if any new or relevant information is found.

Event description:
Per the dealer, (B)(6), he performed an evaluation of the chair on (B)(6) and reported that the chair was involved in a car accident previous to that evaluation. The end user was in the chair when the chair was hit by a car. The patient was dragged by the car and was hospitalized. The extent of the end user's injuries is unknown.